Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced oversensing and pacing inhibition for less than 2 seconds of asystole. It was found that there was a conductor fracture. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.